Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 lay user/ patient contacted lifescan (lfs) and alleged their one touch ultra 2 battery indicator issue. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the issue began on (B)(6) 2015, when he bought the meter, time unknown. The patient manages their diabetes with insulin (self-adjuster). It is unknown if the patient made any changes to their usual diabetes management regimen in response to the alleged product, as their confusion between this and with the treatment of symptoms. The patient claims they developed symptoms of blurry vision 1 hour after the product issue. The patent alleged increasing their dose of medication (to 10 units of humalog). No other device was used. At the time of trouble shooting, the cca confirmed this was the first time the product was being used, batteries did not need to be replaced as this was a new meter, the patient tried new batteries anyway and there was no misuse of the product. The cca was unable to resolve the issue. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.

Manufacturer narrative:
Follow-up # 1 device evaluation:the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.